Event description:
A male underwent initial aaa repair in 2006. The patient had a short common iliac. The physician decided to place another iliac leg graft in 2008, to prevent a distal type I endoleak and to prevent the leg graft from migrating proximally.

Manufacturer narrative:
Evaluation: still under investigation.